Event description:
It was reported that the stimulation was turning off. The patient was sitting in church not using the patient programmer when she noticed that the stimulation was off. The patient used the patient programmer to sync and turn stimulation back on. The patient described hitting stimulation off button. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the health care professional and the concerns were resolved. The patient noted that the manufacturing representative was very helpful.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).